Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopic cholecystectomy, the subject device could not demonstrate the performance of cutting and coagulation from the beginning and eventually stopped the output along with the alarm sound. When the physician disassembled the subject device to replace it with another device, the distal end of the probe was broken. The procedure was completed with another device. There was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 18.5 mm from the distal end. The manufacturing record was reviewed with no irregularities. The alarm sound was likely abnormal ultrasound output error due to crack on the probe, after that, the probe may break due to the load applied during disassembling. As the cause of the crack on the probe, it is possible that the physician output the subject device while applying the probe tip to tissue with excessive force, applied the probe tip to hard tissue with excessive force, applied the probe tip to hard tissue such as a bone, or twist the subject device while grasping tissue. Improper handling of the device could not be ruled out as a contributory factor to the reported event. The above handling is prohibited in the instruction manual of the subject device.